Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected section: h3- corrected to "device discarded", h6-corrected to "device discarded." A lot history record review was completed for lots 25154058, 25154076, 25154132, the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. H3 other text : device discared.